Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely low concentrated carbon dioxide (co2_c) and creatinine (crea_2) results on a single patient sample on an atellica ch 930 analyzer instrument. Siemens determined that quality controls were within range on the day of the event. Siemens headquarters support center (hsc) reviewed the customer data. After reviewing the instrument data, siemens determined that the potential cause of the discordant, falsely low co2_c and crea_2 results, was due to sample specific issues such as sample handling and sample integrity. The system is performing within manufacturer specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low concentrated carbon dioxide (co2_c) and creatinine (crea_2) results were obtained on a single patient sample on an atellica ch 930 instrument. The discordant results were reported to the physician(s) and questioned. The same sample was repeated two times for co2_c on the same atellica ch 930 instrument, and the results were within expected ranges. The same sample was also repeated once for crea_2 on the same atellica ch 930 instrument, and the results were within expected ranges. The repeat results for both co2_c and crea_2 were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2_c and crea_2 results.